Event description:
During a lap cholecystectomy procedure, the applier released the clips completely opened. The operation was finished with a new device. There were no adverse consequences to the pt. One device returning.